Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that a one touch fast take meter was reading inaccurately. The reported meter was actually replaced by lfs on august 19, 2005. However, the patient started re-using the reported meter when she began having an unspecified problem with the replacement meter. Prior to that date, the patient's husband stated that his wife had a headache all week. During that time, the patient reportedly obtained a result of "hi" on an unspecified date and had also had been getting high results. One day before, the patient obtained a result of "600 mg/dl" at an unspecified time and took insulin (unknown type and dose). It is not known if the insulin was taken based on the meter reading. Later in the middle of the night, the patient reportedly "bottomed out". The patient mentioned that she had symptoms of feeling clammy, sweaty, nauseated, and dizzy. It is not known if the patient tested her blood glucose while she was symptomatic and if she tried to treat herself in any way after the symptoms developed. The patient went to an emergency room (ER) where she was given an unidentified medicine prescription and put on an EKG. The patient also had blood and urine work done. In addition, she was checked for "dka" (diabetic ketoacidosis). In the doctor's office, the patient compared a reading of "90 mg/dl" on her meter to a result of "115 mg/dl" taken on another meter within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30 % and/or <= 30 mg/dl. No further clinical information was provided. It would have been helpful to know the following information: the patient's testing frequency, her medication regimen, if she was following the regimen before and during the time of concern, what her last blood glucose reading was before the event, what time the insulin was taken, what type of insulin was taken, and how much insulin was taken. In addition, it would have been helpful to know what time the symptoms developed, what actions the patient took when the symptoms developed, what her blood glucose level was upon admission to the ER, what medical treatment she received, what her diagnosis was, if she ate dinner or any snacks before going to bed the night before the event, and how long she had been using the reported meter. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reading inaccurately, was getting high readings, gave herself too much insulin, developed symptoms suggestive of hypoglycemia, and had to seek medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter not pass inspection, lifescan will inform FDA of the results in a supplemental report.